Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was repositioned after it was implanted. No specific reason for its reposition has been provided at this time. This rv lead remains in service. No additional adverse patient effects were reported.